Event description:
The complaint involved an unspecified spiros. It was reported that the spiros disconnects during administration infusion to patient. There was patient involvement and there was delay/pause in therapy. Various date in (B)(6) 2025. This is the first of two occurrences. There was no patient harm.

Manufacturer narrative:
The reported complaint of a disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.